Manufacturer narrative:
The patient and device codes were coded by the manufacturer. The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the deice being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complication were reported by the hospital.